Manufacturer narrative:
This report is associated with (B)(4) super poligrip free denture adhesive cream.

Event description:
The adhesive is too strong and I almost choke and I am in pain [choking], when I use them I feel like I am gagging [gagging], the adhesive is too strong and I almost choke and I am in pain [pain]. Case description: this case was reported by a consumer and described the occurrence of choking in a female patient who received double salt dental adhesive cream (super poligrip free denture adhesive cream) cream (batch number uv4b, expiry date unknown) for denture wearer. On an unknown date, the patient started super poligrip free denture adhesive cream. On an unknown date, an unknown time after starting super poligrip free denture adhesive cream, the patient experienced choking (serious criteria gsk medically significant), gagging, pain and product complaint. The action taken with super poligrip free denture adhesive cream was unknown. On an unknown date, the outcome of the choking, gagging, pain and product complaint were unknown. It was unknown if the reporter considered the choking, gagging and pain to be related to super poligrip free denture adhesive cream. Additional information, adverse event information was received via call on 2 august 2018. The consumer reported that, "I just recently got my dentures and when I use them I feel like I am gagging I am having a hard time putting them on and off. Last night I need to go to the hospital just to take them out (emergency room). The adhesive is too strong and I almost choke and I am in pain."

Event description:
Case description: this case was reported by a consumer and described the occurrence of choking in a female patient who received double salt dental adhesive cream (super poligrip free denture adhesive cream) cream (batch number uv4b, expiry date unknown) for denture wearer. On an unknown date, the patient started super poligrip free denture adhesive cream. On an unknown date, an unknown time after starting super poligrip free denture adhesive cream, the patient experienced choking (serious criteria gsk medically significant), gagging, pain and product complaint. The action taken with super poligrip free denture adhesive cream was unknown. On an unknown date, the outcome of the choking, gagging, pain and product complaint were unknown. It was unknown if the reporter considered the choking, gagging and pain to be related to super poligrip free denture adhesive cream. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information, adverse event information was received via call on (B)(6)2018. The consumer reported that, "I just recently got my dentures and when I use them I feel like I am gagging I am having a hard time putting them on and off. Last night I need to go to the hospital just to take them out (emergency room). The adhesive is too strong and I almost choke and I am in pain." Follow-up adverse event information was received on (B)(6)2018 from the quality assurance (qa) department regarding complaint number (B)(4) for lot number uv4b. Quality investigation report concluded that product sample poligrip free, 0.35oz tube received. Testing was carried out on complaint sample and results met specification requirements indicating that the product was manufactured appropriately and complied with the required quality standards. Prior to release of the product from the site, the batch documentation was reviewed by the quality department, verifying that all results met specification requirements. The final conclusion was considered as unsubstantiated. This case was associated with product complaint.

Manufacturer narrative:
(B)(4) is associated with argus case(B)(4) super poligrip free denture adhesive cream. Device evaluation (issue number 7217261) on (B)(6)2018: a notification review check was carried out on this batch which relates to manufacturing deviations, vendor investigations, change controls and laboratory investigations, there were no issues noted during the manufacture of this batch as per the defect of this complaint received. The complaint sample was sent to the lab for analysis: test: description specification: off-white to beige mass of gums and petrolatum, free of lumps, granular particles or foreign matter result: complies test: ph specification: 6.5-7.5 result: 6.8 test: % gantrez specification: 25.5% to 34.5% result: 29.6% *% gantrez testing was carried out using a retain sample asnot enough complaint sample was provided. Conclusion: testing was carried out on the complaint sample and results met specification requirements indicating that the product was manufactured appropriately and complied with the required quality standards. Prior to release of the product from the site, the batch documentation was reviewed by the quality department, verifying that all results met specification requirements. Complaint reason: unsubstantiated.